Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary drainage procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). During the procedure, as the guide catheter was retracted for stent deployment the suture broke. The stent was retrieved with a snare. The procedure was successfully completed another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary drainage procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). During the procedure, as the guide catheter was retracted for stent deployment the suture broke. The stent was retrieved with a snare. The procedure was successfully completed another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. On (B)(6), 2010, it was reported the stent deployed at the incorrect location as a result of the broken suture string and not prematurely deployed as previously reported.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the device was removed to harvest the suture, there was no suture in the vessel. It was believed that the foot was in the tissue tract during suture deployment, not in the vessel. The vessel was rewired and a non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary: the device was returned partially deployed with all of the device components. The complete suture was returned pulled out of the device. The posterior cuff had been captured and was attached to the posterior needle tip. The anterior cuff had not been captured and was out of the anterior foot pocket. The anterior cuff was bent, indicating the needle was deflected during deployment striking the anterior cuff on its side. The needle plunger was re-inserted into the device resulting in acceptable needle trajectory, depth, and mandrel travel. Based on the findings, an anterior needle-to-cuff miss occurred as evidenced by the return of the complete suture and damage to the anterior cuff. The most probable root cause for the anterior needle-to-cuff miss and subsequent failure to achieve hemostasis is due to needle deflection during needle plunger deployment possibly caused by interaction with anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.